Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Visual inspection revealed a hair in the blood filter of the set. Therefore, the reported condition was confirmed. An assignable cause could not be identified. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance a interlink y-type blood set in which there was hair found within the filter. The alleged malfunction was observed before use. There was no patient involved; therefore, there are no reports of patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.